Event description:
It was reported that during a surgical procedure, the tip of the device broke. No pieces of the tip entered the surgical site. There were no adverse consequences, no medical intervention and no surgical delay reported.

Manufacturer narrative:
The device will not returned be to the MFR for eval because it was discarded.